Manufacturer narrative:
The product was not requested to be returned for evaluation and therefore a root cause could not be verified. Prior chemical analysis has indicated that once the device is used, it is exposed to multiple contaminants during the normal recommended 3 day use that does not allow for reliable test results. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4), (B)(6) 2016, using the pod 5 / page 44. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her daughter experienced severe sensitivity at the infusion site. Irritation described as red and itchy. The patient went to healthcare provider, who provided anti-allergic ointment, fenistil drops and antihistamines for her skin irritation. The pod worn longer than 48 hours.